Manufacturer narrative:
The device was not returned for evaluation;the investigation is confirmed for ivc occlusion and difficult to remove. However, the investigation is inconclusive for filter tilt, perforation of ivc and migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced migration of device, difficulty during removal, obstruction, malposition of device, and patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as (B)(6) year old female; however, weight was not provided.